Event description:
It was reported that the patient experienced chest pain shortly after a procedure. It was further reported that the right atrial (ra) lead exhibited high thresholds. The physician repositioned the ra lead but the patient still reported chest pain. The physician then placed the ra lead in the right ventricle, and the right ventricular (rv) lead in the atrium to confirm the pain was not from either lead. An echocardiogram was completed and pleural effusion was ruled out. Both leads remain in use and no patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2014. (B)(4).